Event description:
Information was received from patient rep regarding an implantable neurostimulator (ins). Caller reported that back at the first week of (B)(6) the patient had a stroke that put patient in the hospital. Caller states that medtronic mailed a remote at the hospital to shut it off to do an MRI and ever since they shut it off, it won't come back on. Caller said that they sent another remote back and that a woman went through the steps with caller. Caller worked with the lady named (B)(4) over the phone and (B)(4) walk them through it and the battery was dead. Caller said this is going on week 5 of them trying to get in for surgery. Caller said that patient has been vomiting and pooping blood for pretty much and has been for a while. Caller said that they were covering it up with phenergan and pain pills. Caller said they had all the records of every bit. Caller said they had to call dr (B)(6) office in (B)(6) and was told they are waiting for a surgery coordinator to get a hold of them. Caller said its going on a little too long. Caller wants to know if we can bump it up or do something before they get a lawyer. Caller said that they don't have no other way to know what to do. Caller said that their patient is on dialysis and already limited on their time. Caller said that they want to have a battery change, so that patient can start feeling a bit better. Agent reviewed enterra medical information and transferred caller to enterra medical. Agent was unable to warm transfer, so documented information caller provided. Agent gave enterra phone number. Agent did not get any additional information due to this being an enterra medical device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".